Manufacturer narrative:
Zimmer biomet complaint (B)(4). Concomitant medical products: biomet microfixation sternalock blu system plate 8 hole x catalog #: 73-2623 lot #: ni, biomet microfixation sternalock blu system 4 hole l-plate 100 degrees catalog #: 73-2643 lot #: ni, biomet microfixation sternalock blu system screw 2.4 x 12mm catalog #: 73-2412 lot #: ni, biomet microfixation sternalock blu system screw 2.4 x 16mm catalog #: 73-2416 lot #: ni, therapy date: (B)(6) 2018. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2018-00299, 0001032347-2018-00300, 0001032347-2018-00301, and 0001032347-2018-00303.

Event description:
It was reported a revision was performed due to cardiac complications. It is stated the event was not device related. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. This complaint was opened because a pay-one-price revision was reported involving these implants. There was a revision in which the implants were removed and replaced; therefore the complaint is considered confirmed. According to the pay-one-price form signed and submitted by the surgeon, the revision was due to cardiac complications and is not related in any way (even if not the primary cause) to the sternalock device utilized in the patient's original procedure. There was no alleged malfunction of these implants. The most likely underlying cause of this complaint is patient condition. There are no indications of manufacturing defects. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.